Event description:
A united states serious spontaneous report was received from the consumer product safety commission (B)(4) regarding a (B)(6) male consumer. Race and initials not provided. Medical history and concomitant medications not provided. Dr. Scholl's custom fit orthotics cf440 were worn for sore feet, therapy dates not provided. A consumer reported to cpsc that he "bought some dr. Scholl inserts per their recommendation" (estimated purchase date (B)(6) 2010). He stated that "within a few days ((B)(6) 2010) I broke my navicular bone from the stress caused by them. My foot was sore preceding and xrays were taken with no breaks. Dr. Recommended an insert so I bought, but after wearing them a few days I felt a snap, sure enough I had broken a bone; navicular bone was pinched by the stress caused by these insoles, confirmed by xray." He stated that it had "never healed correctly" and "had been broken again." He reported that it now required surgery to fix it. Outcome unk.

Manufacturer narrative:
(B)(4).